Event description:
The customer was hospitalized with dka. Troubleshooting concluded the pump was working properly. The diabetes educator believes the cause was that the insulin was not being absorbed sufficiently at the site. Technician suggested trying an infusion set with a smaller cannula. Samples were sent.